Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer was hospitalized for diabetic ketoacidosis (dka). Customer also reported she had a heart attack and bypass surgery. Customer's blood glucose reading was 420 mg/dl. Customer was wearing the pump at the time of 911 call. Advised discontinuation of the insulin pump. Nothing further reported.